Event description:
The facility reported an infusion pump that had free-flowed while delivering medication to the pt. Although an attempt had been made to contact baxter affiliate no additional info was available regarding pt age or status, injury, medical intervention, and medication involved